Event description:
It was reported that a patient underwent an atrial flutter procedure with a thermocool® smart touch¿ bi-directional navigation catheter and force reading were inaccurate. There was no patient consequence. The procedure was completed successfully with a similar-like device. This event was originally considered non-reportable, however, bwi became aware of clear sensor sleeve (pebax) has a hole just below pu margin on (B)(6) 2015 as product was returned and have reassessed the event as reportable.

Manufacturer narrative:
Please refer to evaluation summary for analysis results. (B)(4). The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was noticed that pebax had a hole. It remains unknown the origin of it since all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage pebax from leaving the facility. Per the reported event, the catheter was evaluated for screening test and force calibration check and catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was working properly. Finally, the force sensor resistance values were found within specifications the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. An internal corrective action has been created to address the pebax issues on smarttouch.